Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that there were no boluses observed in the pump's history on (B)(6) 2011. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump's history. There no defects found with the pump during investigation.

Event description:
The patient reported that the bolus history was missing a bolus delivered at 3:00 pm on (B)(6) 2011. The patient confirmed that the time and date were correct on the pump. The bolus history showed no boluses on (B)(6) 2011. The bolus history showed boluses on (B)(6) 2011, then (B)(6) 2011, then (B)(6) 2011 skipping days in between. This report is made based on the allegation that the bolus history may have been incorrect.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.